Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Clamp sliding on leg holder rail when in locked position. Tka procedure. There was a surgical delay of 2 minutes as I had to open other leg holder, which is the same kind.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: customer reported that the clamp sliding on leg holder rail when in locked position. Device evaluation was performed and the base bar assembly event was not confirmed. Review of the device history records indicate 11 devices were manufactured and accepted into final stock on 01/16/2017 and another 19 devices were manufactured and accepted into final stock on 01/25/2017. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the leg positioner. There have been no other events for the referenced lot number. The base bar assembly was tested using a known good sled assembly and the part worked as intended. No issue could be reproduced. As the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Clamp sliding on leg holder rail when in locked position. Tka procedure. There was a surgical delay of 2 minutes as I had to open other leg holder, which is the same kind.